Event description:
A physician filed a report via medwatch regarding a bleed during/after catheter placement with an on-q catheter tunneler. It was initially believed the tunneler perf'd a vascular structure causing a hemoptisis, code and eventually death. Upon post-mortem examination, it was found that the patient did not have a perforated vascular structure, but had bled from a pulmonary contusion sustained in a fall that had brought the pt to the hospital in the first place. The events, while contemporaneous, where unrelated. This report is to apprise FDA that the initial report that implicates the on-q tunneler of the perforation was premature and the findings of the autopsy exculpates the tunneler as a cause of the bleed.